Event description:
Info received indicates the ground resistance is high on the bed.

Manufacturer narrative:
The tech found the power cord was loose in the socket. The tech tightened all ground screws and replaced the power cord to repair the bed.